Event description:
Access failure / dissection: the delivery system was attempted to be inserted through the right femoral artery; however, it was difficult to advance. On the third attempt, the delivery system could be inserted into the artery, but the delivery system still had difficulty advancing smoothly. The stent-graft was then delivered and deployed successfully. After removal of the delivery system from the patient, angiography revealed that the right eia had dissected partially. The procedure was finished without repairing the dissection. It was presumed that the tip of the delivery system peeled and bent out like a hangnail after repeated insertion and retraction of the delivery system due to difficulty in insertion, leading to partial dissection of the right eia. No additional treatment was performed. Operation type: tevar blood loss: unknown ancillary devices used: (tc#(B)(4)) patient outcome - "the patient condition was not serious, and the patient has recovered."

Event description:
Access failure / dissection:the delivery system was attempted to be inserted through the right femoral artery; however, it was difficult to advance. On the third attempt, the delivery system could be inserted into the artery, but the delivery system still had difficulty advancing smoothly. The stent-graft was then delivered and deployed successfully. After removal of the delivery system from the patient, angiography revealed that the right eia had dissected partially. The procedure was finished without repairing the dissection. It was presumed that the tip of the delivery system peeled and bent out like a hangnail after repeated insertion and retraction of the delivery system due to difficulty in insertion, leading to partial dissection of the right eia.no additional treatment was performed. Operation type: tevar.blood loss: unknown.ancillary devices used:(tc#bm230201741)patient outcome - "the patient condition was not serious, and the patient has recovered."

Manufacturer narrative:
This report is submitted on march14, 2023.